Event description:
Initial result for a pt sodium was 127 and when repeated, the results were 138 and 139. The incorrect results were not used to guide therapy. The field service rep was unable to confirm a malfunction of the system.